Event description:
It was reported that the device had particles coming out of it during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device had particles coming out of it during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.